Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of the active waveguide disengaged from the device while it was being removed from the trocar in use. The piece was retrieved and there was no pt injury reported.